Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and neurological dysfunctions are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated from the site patient died on (B)(6) 2017 and the official cause of death was intracranial bleed. It was stated that the event took place during the implant hospitalization. Patient was originally hospitalized on (B)(6) 2016 and the left ventricular assist device (lvad) was implanted on (B)(6) 2017. An intra-aortic balloon pump (iabp) was placed during the surgery of the lvad. On (B)(6) 2017 a right heart cath was done and it showed, severe systemic venous hypertension, moderate pulmonary venous hypertension, and no need for right ventricular assist device (rvad) at this point and start dobutamine. On (B)(6) 2017 placement of hemodialysis catheter and initiation of continuous renal replacement therapy (crrt). On (B)(6) 2017 a temporary rvad was placed and on (B)(6) 2017 the temporary rvad was removed. It was stated that the patient's symptoms were fixed and dilated pupils.  Patient was unresponsive when all sedation and paralytic agents were removed.  Neurosurgery was emergently consulted and they felt the patient's intracranial hemorrhage had resulted in irreversible injury and that the patient's brain injury met criteria for brain death. Per patient's known wishes, he was made comfort care and support was withdrawn on (B)(6), with extubation, lvad was turned off and iabp removed.  Patient passed away within minutes of support withdrawal.  It was stated that the pump was not explanted and that there would not be an autopsy done. No additional information available.